Manufacturer narrative:
Product return requests have been made, however to date, the product has not been returned. The DHR review is complete with no anomalies noted. The investigation is ongoing.

Event description:
A user facility in the united kingdom reports that a piece of "metal" came out of the handpiece and into the eye. The surgeon was able to retrieve it. It was reported that there was no patient impact/injury.

Manufacturer narrative:
The device was received in a plastic bag along with a small plastic specimen cup. The cup contained a sliver-like particle and a swab. The transducer horn was dented or nicked. A filter test was performed by injecting processed water through the irrigation tube on the side of the handpiece handle. The water was vacuumed off through a 0.45 micron filter in an attempt to trap any possible particles. Microscopic examination of the filter was performed. There were many dark colored particles, too many to count. None of the particles had the appearance of metal. Visual inspection of the plastic specimen cup found a shiny sliver-like particle stuck to the underside of the lid. Microscopic examination found that the sliver -like particle has a metallic appearance. The particle is at least 3761 microns long by about 67 microns wide. In addition, functional testing was performed using a stellaris system. The handpiece tuned, primed, irrigated and aspirated as intended. The handpiece displayed tune count 12, on-time 780816 and average power 1. Due to the damaged transducer horn the source and origin of the particle cannot be determined. An outside lab analyzed the particle using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). The particle consisted primarily of iron and chromium. Lesser concentrations of nickel, silicon, carbon, oxygen, and aluminum were also detected. This is consistent with series 400 stainless steel. The detected elements are not part of the handpiece construction. The root cause could not be determined. The investigation is complete.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. If the product is returned the investigation will be reopened at that time. The investigation is considered complete at this time.